Event description:
As reported, it was a case of a 26mm sapien 3 ultra valve implanted in the aortic position by left transfemoral approach. During the procedure, difficulty was faced inserting esheath into patient. Then, resistance was felt while advancing the valve. Angiography showed that the valve had become stuck in the esheath+. Both the sheath and the delivery system were withdrawn together. Upon withdrawal, the sheath and valve were observed damaged. As a possible vascular injury could not be ruled out, a covered stent was placed at the site where increased resistance was encountered during the procedure. A new valve was successfully implanted, and the patient was discharged. As per medical opinion, the extreme tortuosity of the peripheral vessels led to the valve becoming stuck in the esheath. As per picture provided, the valve appears exposed from the liner.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Imagery was provided and the following observed: still image shows delivery system traversing through vessel curvature at the bifurcation/abdominal aorta. Due to the photo quality, unable to be visualize the delivery system/crimp valve placement within the sheath profile; therefore, unable to determine if the sheath liner is compromised at this point in the procedure. Image of the device post-procedure shows the liner torn/punctured with the crimped valve exposed within the sheath. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing sheath was confirmed empirically as it was reported that "during the procedure, difficulty was faced inserting esheath into patient". Available information suggests patient factors (tortuosity, calcification) potentially contributed to the event as the patient. It was reported that the patient had "severe" tortuosity and "extreme tortuosity of the peripheral vessels". Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. The patient also reportedly had "moderate/severe" calcification. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for resistance between system components leading to inability to advance through sheath was confirmed through imaging evaluation. Available information suggests patient factors (tortuosity, calcification) potentially contributed to the event as the patient reportedly had "severe" tortuosity (which is further evidenced in imaging evaluation) and "moderate/severe" calcification. It was also reported, "as per medical opinion, the extreme tortuosity of the peripheral vessels led to the valve becoming stuck in the esheath". Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. The complaint for liner puncture was confirmed through imaging evaluation. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy (tortuous, calcified) can compromise sheath integrity, resulting in punctures. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities like tortuosity), these forces can further exacerbate damage to the sheath liner, particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.